Event description:
An advocate from (B)(6) called on behalf of the customer to report that they obtained blood glucose readings of 586 mg/dl at 11:00 a.m. And 120 mg/dl at 11:10 a.m. With two separate contour plus meters. Based on the meter reading, the customer took 20 units of insulin and drank half a liter of water. Later, the customer experienced symptoms of hypoglycemia such as dizziness and weakness. At 7:00 p.m., when the customer went to receive medical attention, another test was performed and a blood glucose reading of 35 mg/dl was obtained. The customer was given glucose solution after which he recovered well. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour plus meter and no manufacturing anomalies were found.

Event description:
Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
Section d4 of the initial report indicated that the lot # of the contour plus test strips associated with the event is 1dm3f09a. Upon further review, it was discovered that this lot is for contour ts test strips. Therefore, the products information will be updated to indicate the details associated with the contour plus meter. Sections d2 (common device name), d4 (serial #), g1 (contact office - manufacturing site), h4 (device manufacture date), and h5 (labeled for single use), and b5 (describe event or problem) have been updated.